Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with server and offline in remote smart service (rss). A field service engineer verified that the network cable was in good condition and ensured all connections were properly secured. Then booted the system into admin mode but was unable to ping the gateway, indicating a network issue. Found that the network cable was plugged into the wrong jack. After trying several ports, located an active connection. Once connected, was able to successfully ping the gateway. Verified that the system was online in rss, then booted into the application and confirmed that it was properly connected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was not communicating. The customer reported that this malfunction caused a delay while dispensing medication to the patient since the user managed to get the medicines from another station. However, there were no adverse events or injuries reported based on this event.